Event description:
The device was implanted via l-p shunt to the patient with sah ((B)(6)-year-old female) at the facility different from the one reported. Doi and the initial setting pressure are unknown. After implantation, the patient¿s condition was getting worse and it was found the ventricles of the patient¿s brain became large. The surgeon confirmed the dysfunction of the device and conducted the revision surgery on (B)(6) 2015. The device was replaced with (B)(4). After the removal, the connection part between the valve and sg was found broken. The patient¿s condition improved after the revision.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 120mmh2o. The valve was visually inspected: the valve was visually inspected and found that the silicone housing was torn/cut. This could be due to a sharp or pointed object coming into contact with the silicone housing; it could not be determined when this happened, as well a clear liquid was also noted in the needle chamber. The valve was irrigated with purified water. No occlusion was noted. It was not possible to irrigate the siphon guard due to the tear/cut in the silicone housing. The catheter was irrigated with purified water: no occlusion was noted. The valve was dried. It was not possible to leak test the valve due to the tear/cut in the silicone housing. The valve was tested for programming. The valve passed the test. The valve was then pressure tested. The valve passed the test. The root cause for the tear/cut in the silicone housing could be due to a sharp or pointed object coming into contact with the silicone, it could not be determined as to when the tear/cut happened. As noted in the IFU silicone has a low tear/cut resistance. No root cause could be determined for the problem reported by the customer as the valve mechanism functioned. Review of the history device records confirmed the valve product code ns9008 with lot crddky, conformed to the specifications when released to stock on the 9th may 2014. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.